Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer and missing reservoir tube o-ring. Device received with the three heat stake post broken on the battery cap noted. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, broken battery tube threads, cracked select button keypad overlay, serial number label fading and minor scratched lcd window.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer and missing reservoir tube o-ring. Device received with the three heat stake post broken on the battery cap noted. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, broken battery tube threads, cracked select button keypad overlay, serial number label fading and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were visited to emergency room then hospitalized due to low blood glucose and unconsciousness on (B)(6) 2019 to (B)(6) 2019 with blood glucose of 30 mg/dl. Customer reported that they did not used auto mode feature. Customer reported that the retainer ring was missing and metal connector piece in the battery cap had fallen out. Customer stated the insulin pump had cosmetic damage. The customer stated that the reservoir did lock into place. The insulin pump will be returned for analysis.